Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the x-port isp products that are cleared in the us. The pro code for the x-port isp products is identified. A lot history review could not be performed as the lot number was not provided. The sample and a photo were returned, and the evaluation identified a break. The root cause cannot be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7707540j, implantable port, allegedly experienced a break. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.